Manufacturer narrative:
The pump was received with a blank display due to corrosion on all electronic assemblies. Unable to perform the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery or operating currents measurement due to the blank display. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. The pump also had a corroded motor assembly and vibrator motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to water. Customer stated that he got pushed into the pool. Customer reported that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are replacing the insulin pump.